Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and performed self-tests successfully up to (B)(6) 2013. Multiple manual power ups were recorded during this time, three of 10 minutes duration. The device fails multiple self-test fails due to a low battery between (B)(6) 2013. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. Voltage fluctuation observed may be due to the pad-pak not being inserted into the device correctly, a partially depleted pad-pak was installed or intermittent failure of the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.